Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The returned device was evaluated and the left cannula was obstructed by the powder. The device manufacturing quality record indicates that the released product met all requirements to perform as intended.  According to the available data, the failure is due to an obstructed cannula by the powder due to a wrong manipulation. Following the investigation results of this complaint, no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the monomer liquid could not be sucked into the cartridge.

Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). PMA 510(k): the product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid could not enter the cartridge. No further information has been made available.